Event description:
The physician reports performing cataract surgery with implantation of the crystalens into the left eye. Approx one month postoperatively, the lens vaulted, inducing cylinder. Preoperatively, the pt's MFR was -12.00 sph correctable to 20/60. Postoperatively, the mr was +1.00 - 1.00 x 098 correctable to 20/20. The lens was explanted and replaced with an 8.0 d crystalens. The pt improved to plano - 0.25.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The lens was returned to b+l and subjected to visual examination, which revealed a tear throughout the optic. Unable to perform dimensional measurements due to the torn condition of the lens. The condition of the lens is consistent with lenses that have been explanted.